Manufacturer narrative:
Block h6: imdrf code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2023. During withdrawal, the balloon could not be deflated completely. The scope and balloon were removed, and they had to use scissors to cut the balloon from the catheter. The procedure was completed with the original device at this time. There were no patient complications reported as a result of this event.